Manufacturer narrative:
Implanted date: unknown due to unknown occurence date. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [Mw5077197].

Event description:
The user facility reported an angio-seal vip device was used for closure after an angiogram was performed. The physician placed the angio-seal at 1734, and the patient complained of significant leg pain and cramping. The physician stated there was no pseudo aneurysm or arterial thrombosis. Terumo received medwatch 5077197 which stated the patient developed extreme leg pain and cramping after device deployed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on june 6, 2018. The procedure being performed was a coronary angiogram using 4fr thru 6fr sheaths. There were two sticks and significant leg pain and cramping. The puncture site was not at or below the common femoral artery bifurcation. There was no disease or dissection present in the access site artery and no testing was performed to rule out occlusion. The patient does not have a history of claudication. No medical or surgical intervention was required and the blood loss was less than 250cc. The patient was stable and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.